Manufacturer narrative:
Pump received with normal operating currents, passed error test,self test, and the displacement test however, unit was unable to prime during prime test due to faulty force system sensor. Unable to perform the occlusion test, basic occlusion test, and excessive no delivery test due to prime/fill anomaly. Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, stained lcd resilient cover, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call of low blood glucose of 45 mg/dl and that the scrollwrap did not work. Troubleshooting found that this issue has happened twice. The call was disconnected and the customer could not complete the troubleshooting however, customer indicated that they wanted a new pump. The customer was advised that the device would be replaced and to return the product for analysis.